Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a lead revision performed on (B)(6) 2011, as two of the four lead tines had emerged from the skin. It was suspected that the patient being "very thin" had contributed to this event. The top tine was trimmed. Per the physician's discretion. It was later reported that the patient resolved without sequelae.